Manufacturer narrative:
Initial reporter's phone number: (B)(6). The device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor had seized, failed and was rough running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that there was an unspecified issue with motor of the small battery drive device. During in-house engineering evaluation, it was observed that the device motor had seized, failed and was rough running on the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.